Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46510. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. The event history could not be reviewed, as the pump would not start. The device was last serviced in january 2022. Visual and functional testing was performed. Powered on pump and alarm triggered error code 46510. Cleared error code and restarted pump. Triggered alarm code 46510 again. Replaced printed wire assembly (pwa) main board to correct the issue and the device passed all tests.